Manufacturer narrative:
Six unopened ophthalmic slit knives in blisters were received for the report of blunt knives. The samples were visually inspected and was found to be conforming. The samples #1, #3, #4, #5 and #6 were then functionally tested for penetration and was found to be conforming. Penetration testing could not be performed on samples #2 due to the damage of the sample during blade removal. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples #1, #3, #4, #5 and #6 were found to be visually and functionally conforming, therefore a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported the two ophthalmic knives were blunt during a cataract procedure with intra ocular lens implant (iol). The procedure was completed with the third replacement. There was no harm to the patient.